Event description:
It was reported that the patient arrived to clinic with noted damage to the driveline near the system controller connection. The driveline was covered with rescue tape. Damage was also noted to the power lead line and bend relief on the system controller. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a3-a4 - patient gender and age: corrected manufacturer's investigation conclusion: the reported driveline damage could not be confirmed. A specific cause for the damage could not be conclusively determined through this evaluation the patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.